Event description:
It was reported that during implant attempt, there was high impedance. The connection was checked and the analyzer cables were replaced, but high impedance remained. A lead fracture was suspected. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Evaluation summary: the full lead was returned, analyzed, and no anomalies were found.